Event description:
A customer reported that during vitreo-retinal surgery, they selected "injection," however "extrusion" occurred. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate any touchscreen issues. The company representative replaced the upper front panel assembly for diagnostic purposes. The system was then tested and met all product specifications. The upper front panel assembly is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).